Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text and data provided by the customer, a search for similar complaints, a review of labeling and accuracy testing. No adverse trend was found for the lot in question. Returns were not available for the investigation. Accuracy testing was completed using retained kits of the reagent lot in question. Acceptance criteria was met which indicates acceptable product performance. A deficiency was not identified as panel testing shows that the likely cause lot performs per specification. There was insufficient information to reasonably suggest a malfunction since the instrument log review indicates sample handling or integrity may have contributed to the discrepant and imprecise results. The customer was referred to the assay package insert which listed the possible causes of erroneous results along with corrective and preventive actions.

Event description:
The customer stated that the architect analyzer (sn (B)(6)) generated discrepant patient results for the troponin assay. The customer cut-off for negative results is less than 32 ng/l. The customer provided patient data from 7 patient samples as follows, both first and second results were generated on the same analyzer sid: first result: second result: reported out: (B)(6), 40, 30.2, negative. (B)(6), 25.7, 38.2 38, positive. (B)(6), 41.4, 31.7 32, positive. (B)(6), 49.5, 31 56, (repeated positive on a second analyzer). (B)(6), 37.9, 14.3, negative (reaped negative on a second analyzer). (B)(6), 50.1, 30 40, positive. (B)(6), 44.8, 28.,1 49 (repeated positive on a second analyzer). No impact to patient management was reported.